Event description:
In 2009, the sales representative reported that during surgery, the surgeon noticed that the screw was stripped and traded it with one that was not stripped to perform the surgery. Additional information from the customer/field input report, the sales representative reported that during surgery the surgeon was attempting to implant the speedlink when the screw stripped and could not implant and the surgeon used another speedlink in the kit to finish the case as intended.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.